Event description:
It was reported that the patient was admitted on (B)(6) 2023 for thorax/rib pain and dyspnea that had started after the patient fell to the ground. A computed tomography, echocardiogram, and a chest x-ray were all performed but there was no clear diagnosis. It was suspected that the patient had fractured their 7th rib. Over the course of the next few days, the patient's condition deteriorated. They had low hematocrit and low flow alarms had appeared which were suspected to have been a result of a fluid leak in the thorax. The patient required ventilation and a blood transfusion. On (B)(6) 2023 the patient underwent surgery for a revision of their thorax, where a minor bleed with multiple coagulations around the lungs were observed. The injuries were treated during the surgery.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 11:01:32 through 12:46:22. Low flow events were captured throughout the log file from (B)(6) 2023 at 12:08:25 through 12:33:15. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists peripheral thromboembolic events and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the fall was not related to the device, the left ventricular assist device (lvad) was working properly, and the patient was recovering.